Manufacturer narrative:
Reported event: an event regarding dislocation issues was reported. A clinical review confirmed the event. Method & results: device evaluation and results: the shell was not returned as it remained implanted. Medical records received and evaluation: a medical review by a clinical consultant concluded the following: procedure-related factors: cup malposition in low inclination and absent anteversion. Early postoperative laxity of soft tissues around hip. Patient-related factors: patient trauma not explicitly confirmed. Device-related factors: none as also evident from the explant photographs. Diagnosis: cup malposition with regard to inclination and anteversion caused a dislocation of the hip where closed reduction failed and the intraprosthetic dislocation required open reduction with exchange of poly mdm liner plus femoral head. Device history review: the lot code was not provided. Complaint history review: the lot code was not provided. Conclusions: the medical review by a clinical consultant concluded : "cup malposition with regard to inclination and anteversion caused a dislocation of the hip where closed reduction failed and the intraprosthetic dislocation required open reduction with exchange of poly mdm liner plus femoral head." No further investigation is required at this time, if further information becomes available, this investigation will be re-opened. Product surveillance will continue to monitor for trends. Device remained implanted.

Event description:
As per sales rep: total left hip revision. Mdm inner head came out of insert. Replaced head & outer body. On 10/10/2016: medical review of provided medical records indicated that shell malposition caused the dislocation of the patient's hip.

Manufacturer narrative:
Additional information added.

Event description:
As per sales rep: total left hip revision. Mdm inner head came out of insert. Replaced head & outer body. 10/10/2016: medical review of provided medical records indicated that shell malposition caused the dislocation of the patient's hip.